Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was confirmed through functional and visual testing. Visual inspection found the upstream occlusion sensor showed buckling along with the downstream occlusion was defective. The downstream occlusion sensor showed no changed in pressure while on the a/d screen.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had constant "cassette not attached properly. Reattach cassette." Alarm. No patient involvement.